Event description:
It was observed that during the device evaluation, the subject device exhibited image cannot be displayed. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: image cannot be displayed. A definitive root cause for the could not be identified. Based on the results of the investigation the issue is caused due to damage on cable unit; the endoscopic image cannot be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.